Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were wondering if they were supposed to be able to feel and move around their implant. They said if they bent over the ins poked out and they could move it around. They said they had a 5 year replacement and a year later it had to be revised because it had moved, at the time of the report if had moved even more than the first time. When asked when this happened, the patient reported it was within 6 months of it being placed. They were asked if this was pertaining to the device that had been implanted in (B)(6) 2017, they said they thought so, but they had so many other unrelated surgeries they couldn't keep them straight. The said it was itchy around the area. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.